Event description:
It was reported via repair work order that there was a phantom motion in the lift due to a worn head left siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.